Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient has an implanted device that their doctor believes that ¿the battery may have died, or the leads may have moved,¿ so the patient was going through the evaluation again. There were no patient complications reported as a result of this event.